Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue injury could not be determined. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. The reported poor image resolution appears to be due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted imaging was challenging. An ntw clip was inserted, but the target lesion was unable to be grasped. A small tendon rupture was then observed; therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.